Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that once the vizigo sheath was removed they were unable to get a dilator or wire to go back into the valve. The catheter was replaced and that resolved the issue. The procedure was continued. No patient consequences were reported. The problem was at the hub, possibly with hemostatic valve. The sheath went into the body, after going transeptal, the wire and dilator was removed. The doctor went to put the ablation catheter in and he couldn¿t insert it into the hub. It was bleeding back fine, but the doctor wasn¿t able to insert a catheter or a wire, so he cut the sheath so that he could place a wire into the la as to not lose transeptal access while he exchanged for a new vizigo. There was no air introduced into the body and no patient consequences. This all happened quickly so the blood loss was very minimal. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 8-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. It was reported that once the vizigo sheath was removed they were unable to get a dilator or wire to go back into the valve. The catheter was replaced and that resolved the issue. The procedure was continued. No patient consequences were reported. Device evaluation details: visual analysis revealed that the shaft was completely cut in two parts and the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record evaluation was performed for the finished device (B)(6) number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).